Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured march 14, 2017 ¿ march 16, 2017. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. When the device was removed from the bag, the cause of the fluid was determined to be an untightened red winged luer cap. The red luer cap is not a baxter product. A functional leak test was performed by filling the device with water. After fill, the red luer cap was hand tightened onto the device. The next day, no signs of a leak were observed from the device. A leak test was also performed using a baxter blue winged luer cap, with no issues or leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred after filling with 4050mg fluorouracil and 3ml sodium chloride solution to a total fill volume of 96ml. There was no patient involvement. No additional information is available.